Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010, and suture was used. The needle broke at the tip during knotted suturing at the cephalic galea aponeurotica. The surgeon looked for the needle tip at the operative field, but the fragment was not found. So, the surgeon believed that no fragment remained in the pt's body. There was no adverse consequence to the pt.